Manufacturer narrative:
(B)(4). Batch # p58g34. Investigation summary ==> the analysis found that one sc60 device was returned with no apparent damage and with an ecr60b cartridge loaded on the device. The cartridge was received partially fired fired 1/16. After further analysis it was notice that the top of the one piece sled rails were deform. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete, and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damaged on the sled, is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the device could not be fired at the first firing on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.